Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked case at bottom by left bracket and broken ac receptacle. Customer?s reported issue was not duplicated during power-on and battery diagnostics. The root cause of the reported issues was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced the interconnect board and the battery. Performed preventive maintenance and all functional tests which passed.

Event description:
It was reported that the device doesn't recognize the battery. No patient injury reported.